Event description:
It was reported that during pre-inflation the cuff was leaking. No patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during the device history record review. Visual and functional tests were performed. One sample was returned for evaluation. The sample was received in used conditions without the original package. No defects were found. The returned sample was inflated using a syringe and was submerged under water to detect any leak in cuff and detect any discrepancies in pilot balloon. The leakage was detected in the cuff; the complaint was confirmed. Based on the analysis the occurrence of this failure condition could be caused by user handling. Action taken: awareness notification was made to production personnel to explain the importance of adherence or following in the procedure by the quality engineer.